Manufacturer narrative:
It is unknown if the device is returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices are filed under separate medwatch report numbers. Attachment: medwatch report# mw5107920.

Event description:
User facility medwatch report received that states "we started by attempting to close our right femoral artery access however our pro-glide's when cinched down to the arteriotomy did not allow for hemostasis. An additional pro-glide was deployed; however, there was still significant bleeding around our sheath. Failed pro-glide or right femoral artery necessitating right femoral artery cutdown and endarterectomy and repair of right femoral artery. FDA safety report ID# (B)(4)." Part number on medwatch was for prostyle not proglide.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The reported patient effect of hemorrhage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.e1: facility name, address, postal code, phone

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure using two prostyle devices after a chronic limb-threatening ischemia (clti) interventional procedure using a 7f sheath. Reportedly, the knot of first prostyle device was successfully advanced; however, hemostasis was not achieved. A second prostyle device was deployed. The foot did not fully retract back into the device which sheared the vessel. A cutdown was necessary to repair the large arteriotomy made from device. The knot of the second prostyle device successfully advanced; however, hemostasis was not achieved. No resistance was noted during removal of the second prostyle device and it was retrieved as a single unit, with no device separations noted. No additional information was provided.